Event description:
It was reported that this right ventricular (rv) lead exhibited noise which resulted in the patient receiving inappropriate anti-tachycardia pacing (atp) and shock therapy. Additionally, the patient experienced pacing inhibition. Impedance measurements were noted to be stable. Technical services recommended troubleshooting to see if the noise could be recreated and discussed programming options. Additional information was received that the physician deactivated therapy due to the increased noise on the lead. The cause of the noise could not be determined. Additionally, the patient was having anxiety due to the inappropriate shock they received. Subsequently, this lead was explanted and replaced successfully. It was determined that these observations occurred due to the rv lead being fractured. No additional adverse patient effects were reported.